Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and meter bg readings. Reportedly, the customer alleged the reported issue was due to placing the infusion set too close to the sensor. No additional patient or event information was available. Customer declined troubleshooting with tandem technical support. Reportedly, the customer changed the sensor.